Event description:
It was reported that pump experienced recurring malfunction alarms, with no notable events occurring beforehand and no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy and was advised that replacement pump would have updated software.